Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) went white and is 'stuck' when the customer was entering unit into svc mode. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite attempted to perform an initial functional test but failed uim (user interface module) was malfunctioning. Uim (user interface module) replacement presented the same issue. The technician investigated for internal wiring issues or incorrect seating of the hssm cable. Ordered and replaced gde (gas delivery engine). Performed exhalation valve calibration and ovp (operation verification procedures) and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was unable to duplicate the reported issue white screen with the returned gde (gas delivery engine). Power was cycled numerous times booting into user and service modes in attempt to duplicate failure and was found to be functioning as intended. The reported fio2 (fraction of inspired oxygen) issue was duplicated and isolated to calibration drift of o2 (oxygen) relay assy. (Assembly. After adjustment was made according to test standards, fio2 and analyzer values remained within specification.